Event description:
Caller states patient tested 4.2 inr on the coaguchek xs plus system while a comparison lab returned as 3.0 inr. No actions taken based on device result. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The incident occurred in (B)(6).